Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient experienced ineffective therapy due to high impedances on many contacts .as a result , patient underwent surgical intervention wherein the lead was replaced. Reportedly effective therapy was restored.